Event description:
It was reported that the device experienced a charge/shock failure. An additional report was received from the competent authority of saudi arabia stating the customer had reported the device is not giving a shock when needed. The authorized service personnel (asp) was dispatched for device evaluation. The asp reported the device failed the op check for the defib. Test and a solid red x was observed. A shock equipment malfunction inop error was found indicating the device did not deliver the correct energy. It was determined the issues was caused by either a faulty therapy pca or a faulty therapy capacitor. The therapy capacitor was replaced and the issue was resolved. The therapy capacitor was replaced in order to resolve the reported issue. Per the service manual on page 75 within the troubleshooting tables, a shock equipment malfunction means the device does not deliver correct energy, or delivers no energy at all. Additionally, the error can mean the device does not measure its own delivered energy correctly. When these issues are observed, the suggested solution would be to replace the therapy pca and/or the therapy capacitor. Through investigation, it was determined the root cause of the issue is consistent with a therapy capacitor malfunction. The device remains at the customer site and no further investigation is required at this time.

Event description:
It was reported to philips that the device experienced a charge/shock failure. An additional report was received from the competent authority of saudi arabia stating the customer had reported the device is not giving a shock when needed. There was no reported patient involvement/adverse patient impact. A field service engineer (fse) was dispatched for device evaluation. A shock equipment malfunction inop error was found indicating the device did not deliver the correct energy. It was determined the issue was caused by either a faulty therapy pca or a faulty therapy capacitor. The customer cancelled the repairs. Per the service manual on page 75 within the troubleshooting tables, a shock equipment malfunction means the device does not deliver correct energy, or delivers no energy at all. Additionally, the error can mean the device does not measure its own delivered energy correctly. When these issues are observed, the suggested solution would be to replace the therapy pca and/or the therapy capacitor. The exact cause of the issue could not be determined as the customer refused repair for the device. The device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a charge/shock failure. An additional report was received from the competent authority of (B)(6) stating the customer had reported the device is not giving a shock when needed. There was no reported patient involvement/adverse patient impact.